Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on esc, act and up arrow button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test and self test. Pump received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump was damaged and had keypad anomaly. The customer¿s blood glucose was 205 mg/dl at the time of the incident. The customer reported that her pump was not working. She was trying to rewind and when she presses act she cannot get it to do anything but she can go to history and press act and look at the history. The customer was assisted with suspending and resuming the pump as she was blousing and that is why the pump would not rewind. Customer stated that there was a crack at the reservoir window to under the escape button on her pump. Customer was checking the pump during troubleshooting for the act button not working. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.